Manufacturer narrative:
Summary of event: as reported, during inferior vena cava filter retrieval procedures, an unknown number of performer introducers became mangled or split. The devices were reportedly telescoped through an unspecified 16-french sheath for more support. The physician now uses 12-french cook sheaths instead. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. The lot number of the device was not provided by the customer. A global product search for this customer found two possible lots for the complaint rpn: (B)(4) and (B)(4). The DHR for these lots record no discrepancies. A database search for complaints on these possible lots found no additional relevant lot related complaints from the field. There were no discrepancies recorded on the possible complaint lots, and no other lot related complaints have been received from the field. The product IFU states, ¿all instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU, suggests that there is evidence that the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during inferior vena cava filter retrieval procedures, an unknown number of performer introducers became mangled or split. The devices were reportedly telescoped through an unspecified 16-french sheath for more support. The physician now uses 12-french cook sheaths instead. No additional information will be provided.